Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 18-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated he still had excessive thirst. Customer did not report medical intervention since the last call. Customer stated that he would contact his doctor the following day regarding his symptoms and result of hi. Unable to contact the customer at follow-up calls to confirm if customer had contacted the doctor; unable to send customer letter as no address on file.

Event description:
Consumer reported complaint for hi blood glucose test result. Customer is calling from (B)(6). Customer stated his last two blood glucose test results obtained were hi. During the call, a blood test was performed by the customer that produced test result of hi using trueresult meter. At the time of the call, the customer reported having excessive thirst. Medical attention was not needed at the time of the call. No further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 27-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.